Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The customer stated that contaminated water was pulled into the system. A field service engineer (fse) flushed out the water tank. For verification, the fse ran successful mechanism checks, air purges, and a 21-cup precision check. The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 6000 c (501) module for one patient. The initial result was 11.9 mg/dl, and the repeat result on another analyzer was 8.8 mg/dl. The repeat result was deemed to be correct. The sample was repeated after the nurse called and questioned the result.